Manufacturer narrative:
[(B)(4)].

Event description:
The dental implant fx5008swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months and 4 days after implantation. The doctor noted periodontal disease during surgery. The patient has no significant medical history. The patient has recovered without complications.